Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. Diagnostic testing revealed intermittent spikes of shock impedance measurements greater than 125 ohms. The patient was brought in for an in-office interrogation and the shock impedance measurements were 60 ohms. The physician will continue to monitor this patient. No adverse patient effects were reported. The lead remains in service.